Event description:
Procedure: gynecological. Reportedly, the surgeon inserted the instrument through the cannula. However, when he tried to remove it the cannula was pulled of the surgical cavity as well. There was no reported injury to the patient.